Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Investigation summary: one sample was received for quality investigation. The customer complaint of component damage - leak was verified by testing. Upon priming of the sample infusion set, leakage was indicated coming from the top of the blue smartsite plunger. Further evaluation of the leakage from the smartsite plunger under magnification revealed the leakage coming from a small crack on the plunger of the smartsite. A device history record review for model 2477-0007 lot number 21045746 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure seen in this complaint is a faulty component in the smartsite assembly. The plunger is cracked and allows for fluid to leak out of the smartsite. There is no additional damage to the smartsite body or the smartsite luer threads. The damage does not appear to have been created during use, and therefore the damage is considered a manufacturing and assembly issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp bld180m 15d ss leaked. The following information was provided by the initial reporter: "I have a bd tubing with the report of the tubing leaking at the valve, ref # 2477-0007."